Event description:
Pt had an oxford unicompartmental arthroplasty left knee, patelloplasty. The wound was closed in layers and a sterile dressing was applied. While the staff were getting the pt ready for routine post op xrays, the operating room scrub nurse noticed that the tip of 1 of the suture needles to be missing. C-arm xray showed a questionable abnormal metallic density. The dressing was removed, the knee re-prepped and draped, and the wound opened in the central portion where the questionable metallic body was identified. A thorough inspection of the wound and joint space was carried out. Wound irrigated with copious amounts of saline. No metallic debris was found. A c-arm xray was again used to image the knee in multiple planes, and no metallic foreign body was found. The polyethylene bearing was placed back into the knee and the wound was once again irrigated and closed.